Event description:
A house fire occurred in a home in which an oxygen concentrator was in use. The specific source of the fire has not yet been identified. The incident resulted in medical intervention to treat smoke inhalation. There was an unknown amount of property damage associated with the fire.